Event description:
The customer reported to olympus that there was a no image issue while using the endoeye flex deflectable videoscope. The event occurred during the laparoscopic surgery, with minutes of a delay, and the therapeutic procedure was completed using a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation of no images, (blackout screen) was not confirmed. Additional findings are as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, and the label on the light guide connector is peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was noted to be previously repaired in december 2022. Although a definitive root cause of the defect could not be identified, it was determined that stress of repeated use, external factors or handling may have caused failure of the parts mounted on the electrical circuit board such as the ic chip and capacitor, which resulted in the reported event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.